Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was broken in the gusset area (not returned). The other haptic was bent in the gusset and distal area. The optic was pressed between the posts and leaning down into the well area of the lens case. Product history records were reviewed and documentation indicated the product met release criteria. Associated cartridge, handpiece, and viscoelastic combination were not provided. It is unknown if a qualified product was used. The reported broken haptic was observed. All lenses are 100 percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Not enough information was provided to determine if a qualified cartridge, handpiece, and viscoelastic combination was used. The instructions for use (IFU) instructs that a company qualified delivery system and viscoelastic combination should be used. Company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Due diligence has been performed in an attempt to obtain further information on this event. No further information has been provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of when the lens used, the haptic fractured. Additional information has been requested and received stating during phacoerysis and intraocular lens (iol) implant procedure in right eye, when the lens used, the haptic fractured. The lens was explanted and replaced with another lens during initial procedure. The procedure was completed on same day without any impact to the patient. The patient was recovered with sequelae. Additional information has been requested and received stating lens was replaced by another with the same characteristics without problems, so it was resolved in the same surgery.